Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ xc into ck (1, 2, 4) and c1,c4. Next day, patient developed a suspected arterial embolism. The skin turned white, and capillaries were protruding. The patient stated that the hospital examined it and stated that there was a possibility of embolism and treated them with hyaluronidase 4500u local injection, sol kotef intravenous drip infusion, keflex prescription, loxonin prescription, and prostaglandin onement prescription. Symptom resolved.